Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had motion sensor test failure . The customer¿s blood glucose was unknown. Troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery error alarmed during rewind due to motor encoder signal out of phase. Unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement due to a broken force sensor was detected during seating or regular delivery error alarms.